Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular right ophthalmic artery segment. It was noted the patient had multiple aneurysm in the ophthalmic artery segment. The aneurysm max diameter was 5mm and the neck diameter was 4mm. The distal landing zone  vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered and the pru level was normal. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The guide catheter and intermediate catheter were in place with the intermediate catheter positioned in the clinoid segment. The microcatheter was advanced to the straight m1 segment of the middle cerebral artery (mca). The pipeline was delivered in the m1 segment. It was noted the pushwire was fixed and couldn't be moved. When the microcatheter was withdrawn to the c7 segment of the internal carotid artery (ica), it was found that the proximal end of the stent was opening partly but the distal end of the stent was not open. The stent was withdrawn and redeployment was attempted but the distal end of the stent still could not be opened. After several attempts, the pipeline still could not be opened. It was noted that the pipeline was resheathed 2 or less times. The pipeline was not positioned in a bend. No other step or devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. When pushed out in vitro, it was found that the tip of the pipeline was rough. The pipeline was then replaced with another model of pipeline to complete the procedure successfully.  There was no harm or injury to the patient. Post-procedure angiography showed the implanted pipeline was well deployed with good wall apposition and aneurysm blood flow retention.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch and a dispenser coil. The microcatheter used in this event was not returned. Visual inspection/damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. The pipeline flex was confirmed to be damaged as the braid was found to be moderately frayed. However, the cause for damage could not be determined. It is possible that the moderate vessel tortuosity may have contributed to the failure to open issue. There was no non-conformance to specification identified that led to the failure to open issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.